Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("separate in the specimen container is a small coil portion of essure/additional small fragment of wire"), uterine infection ("infection (bladder/ urinary tract/vaginal) type: uterine infection"), pelvic pain ("severe pelvic pain/pain/pelvic pain") and menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hidradenitis, headache, menses irregular with excessive bleeding and melanocytic nevus. Previously administered products included for migraine: tylenol from 2009 to (B)(6) 2018; for an unreported indication: excedrin from 2009 to (B)(6) 2018, verapomil from 2009 to (B)(6) 2018, imitrex from 2009 to (B)(6) 2018, topamax from 2009 to (B)(6) 2018 and flexeril. Concurrent conditions included foreign body reaction, paratubal cyst, benign fallopian tube neoplasm and temporomandibular joint syndrome. Concomitant products included caffeine;paracetamol (excedrin), diazepam (valium), paracetamol (tylenol), sumatriptan (imitrex), topiramate (topamax), tramadol and verapamil. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("worsening of her migraines/migraines / headaches"), headache ("worsening of her headaches/migraines / headaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and fatigue ("chronic fatigue/fatigue"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth/other injury(ies) or complication (s) please describe: metallic taste in mouth") and rash pruritic ("rashes/rashes or skin conditions type: skin rashes and itching"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)/menstrual pain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced vaginal infection ("vaginal infections") with vaginal discharge and pruritus ("itching/rashes or skin conditions type: skin rashes and itching"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("severe lower back pain/back pain") and breast cyst ("breast cysts") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with antibiotics, ibuprofen, iron, vitamins nos and surgery (laparoscopic bilateral salpingectomy, novasure ablation, laparoscopic bilateral salpingectomy, essure removal, novasure ablation and laparoscopic bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine infection and vaginal haemorrhage outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dysgeusia, breast cyst, migraine, headache, vaginal infection, dyspareunia, rash pruritic, pruritus, fatigue, weight increased and weight decreased had not resolved. The reporter considered abdominal pain lower, back pain, breast cyst, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash pruritic, uterine infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: right fallopian tube with essure device, left fallopian tube with essure device, benign neoplasm of vulva, endometrial curettings. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: full occlusion of fallopian tubes result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('separate in the specimen container is a small coil portion of essure/additional small fragment of wire'), uterine infection ('infection (bladder/ urinary tract/vaginal) type: uterine infection'), pelvic pain ('severe pelvic pain/pain/pelvic pain/pinching') and menorrhagia ('abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hidradenitis, headache, menses irregular with excessive bleeding and melanocytic nevus. Previously administered products included for migraine: tylenol from 2009 to (B)(6) 2019; for an unreported indication: excedrine from 2009 to (B)(6) 2019, verapomil from 2009 to (B)(6) 2019, imitrex from 2009 to (B)(6) 2019, topamax from 2009 to (B)(6) 2019 and flexeril. Concurrent conditions included foreign body reaction, paratubal cyst, benign fallopian tube neoplasm, temporomandibular joint syndrome, bloating and hot flashes. Concomitant products included caffeine;paracetamol (excedrin), diazepam (valium), hydrocodone bitartrate;paracetamol (lortab), paracetamol (tylenol), sumatriptan (imitrex), topiramate (topamax), tramadol and verapamil. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("worsening of her migraines/migraines / headaches"), headache ("worsening of her headaches/migraines / headaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and fatigue ("chronic fatigue/fatigue"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth/other injury(ies) or complication (s) please describe: metallic taste in mouth") and rash pruritic ("rashes/rashes or skin conditions type: skin rashes and itching"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)/menstrual pain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced vaginal infection ("vaginal infections") with vaginal discharge and pruritus ("itching/rashes or skin conditions type: skin rashes and itching"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("severe lower back pain/back pain"), breast cyst ("breast cysts") and abdominal distension ("bloated") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with antibiotics, ibuprofen, iron, vitamins nos and surgery (novasure ablation, laparoscopic bilateral salpingectomy, essure removal, novasure ablation, aparoscopic bilateral salpingectomy, essure removal and laparoscopic bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and uterine infection outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain and vaginal haemorrhage had resolved, the dysgeusia, breast cyst, migraine, headache, vaginal infection, dyspareunia, rash pruritic, pruritus, fatigue, weight increased and weight decreased had not resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, breast cyst, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash pruritic, uterine infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: right fallopian tube with essure device, left fallopian tube with essure device, benign neoplasm of vulva, endometrial curettings. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: full occlusion of fallopian tubes result: total bilateral occlusion; on (B)(6) 2014: there was no spillage of contrast noted into the peritoneal cavity. Both tubes were felt to be blocked.. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received : new event of " bloated" was added. Event of "pinching" clubbed with pelvic pain. Outcome of events, "cramping, abnormal bleeding, pain" were changed to "recovered/resolved". Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("separate in the specimen container is a small coil portion of essure/additional small fragment of wire"), uterine infection ("infection (bladder/ urinary tract/vaginal) type: uterine infection"), pelvic pain ("severe pelvic pain/pain/pelvic pain") and menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hidradenitis, headache, menses irregular with excessive bleeding and melanocytic nevus. Previously administered products included for migraine: tylenol from 2009 to (B)(6) 2018; for an unreported indication: excedrin from 2009 to (B)(6) 2018, verapamil from 2009 to (B)(6) 2018, imitrex from 2009 to (B)(6) 2018, topamax from 2009 to (B)(6) 2018 and flexeril. Concurrent conditions included foreign body reaction, paratubal cyst and benign fallopian tube neoplasm. Concomitant products included cyclobenzaprine hydrochloride (flexeril), diazepam (valium), para-seltzer (excedrin), paracetamol (tylenol), sumatriptan (imitrex), topiramate (topamax), tramadol and verapamil. In 2013, the patient experienced migraine ("worsening of her migraines/migraines / headaches"), headache ("worsening of her headaches/migraines / headaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and fatigue ("chronic fatigue/fatigue"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and dysgeusia ("metallic taste in mouth/other injury(ies) or complication (s) please describe: metallic taste in mouth"), 2 months 5 days after insertion of essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)/menstrual pain"), vaginal infection ("vaginal infections") with vaginal discharge, rash pruritic ("rashes/rashes or skin conditions type: skin rashes and itching"), pruritus ("itching/rashes or skin conditions type: skin rashes and itching") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("severe lower back pain/back pain") and breast cyst ("breast cysts") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with antibiotics, ibuprofen, iron, vitamins and surgery (laparoscopic bilateral salpingectomy, novasure ablation, laparoscopic bilateral salpingectomy, essure removal. Essure was removed. At the time of the report, the device breakage, uterine infection and vaginal haemorrhage outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dysgeusia, breast cyst, migraine, headache, vaginal infection, dyspareunia, rash pruritic, pruritus, fatigue, weight increased and weight decreased had not resolved. The reporter considered abdominal pain lower, back pain, breast cyst, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash pruritic, uterine infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: right fallopian tube with essure device, left fallopian tube with essure device, benign neoplasm of vulva, endometrial curettings. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporter added. Surgery added. Event: device breakage added. Medical history added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.